Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr. (Gold) the motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. Unit received with bleeding lcd. Unit received with cracked case at lcd window corners. Unit received with broken reservoir tube lip. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was performed. The device was returned for analysis.